Event description:
It was reported that the customer was hospitalized with blood glucose readings of 74 mg/dl. It was noted that the customer fell on the floor with blood glucose readings of 20 mg/dl and woke up with the paramedics. Troubleshooting was performed and the drive support cap and settings appeared to be normal. Customer was treated with dextrose with IV by the paramedics. It was noted that the insulin pump passed troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.